Manufacturer narrative:
The customer¿s cobas pro ise analytical unit serial number is (B)(6). The customer replaced the cartridges, diluent, and standard. They performed qc with acceptable results. The field service engineer (fse) investigated the event and determined that it was consistent with an electrode/cartridge issue. He inspected the analyzer and did not find any issues. He performed qcs and precision checks with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise sodium electrode results from five patient samples tested on the cobas pro ise analytical unit. The initial results from the analyzer were estimated at 150 mmol/l. The physician questioned the high results as they did not match the patients' history, prompting the patient samples to be rerun. The repeat results from another cobas pro ise analyzer were within the acceptable range and in line with the patients' history.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation included a review of the customer's qc and calibration data. The calibration results were within the specified ranges; qc level 1 was within the specified ranges, while qc level 2 had high recoveries. The cause of the event could not be determined. The customer did not report any other issues after the service.